Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the poor coupling included difficulty getting the device charged. The patient stated that adhesive was used to keep the charger in place and the poor coupling was resolved.

Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having trouble recharging and experienced poor coupling. The patient clarified that the antenna had to be exactly over the ins and she would only get 2 coupling boxes. Adhesive discs were ordered for the patient and it was reviewed that if she continued to get poor coupling she should call back for further troubleshooting. No symptoms were reported. No further complications were reported/anticipated.